Event description:
It was reported the customer was unable to push on the plunger to push insulin through their tubing. Customer also stated a no delivery message occurred on their insulin pump. It was also found the customer did not have numbers appearing on their screen, but there was drops of insulin coming out during an infusion set change. Customer also stated insulin was squirting out during the manual prime process. It was also found the customer did not see a gap between the piston and reservoir during the manual prime process. The customer will be returning their infusion set for analysis. Customer's blood glucose was 234 mg/dl at the end of the phone call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.